Event description:
Overinfusion occurred in which the device delivered the entire contents in 12 hours. The device contained an unk volume of 5fu and water for injection; total fill volume is 93 ml. No pt injury reported.